Event description:
It was reported when using the unspecified bd 2ml blood vacutainer collection tube, the device experienced difficulty when piercing through the stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: in response to (B)(4) stopper too rigid, the customer reports that 2ml tubes have also presented difficult to puncture. There was no damage to patient, several sample acquisition are performed with syringes or wingsets.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured, bd corporate headquarters in (B)(4) has been listed in sections manufacturer name, city and state. And MFR site for the manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd 2ml blood vacutainer collection tube, the device experienced difficulty when piercing through the stopper. This event occurred once. The following information was provided by the initial reporter. The customer stated: in response to pr# (B)(4) (stopper too rigid), the customer reports that 2ml tubes have also presented difficult to puncture. There was no damage to patient, several sample acquisition are performed with syringes or wingsets.